Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that during initial interrogation the battery voltage was 2.71 with impedence of 1219 ohms. For the second try, battery voltage was the same. No patient complications were reported as a result of this event.